Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of air bubbles in her reservoir. The customer stated that she has been in the hospital for this event and had been called already. The trainer brought her different reservoirs to try. The customer was advised to keep the insulin at room temperature. The customer also stated that she woke up in the morning with 375 mg/dl and had to give herself a manual injection. The customer was advised to troubleshoot the tubing clamps. The customer was advised to exchange all her reservoirs.